Event description:
Boston scientific received information that a patient implanted with this lead is experiencing an infection. Antibiotics has been started. Hospital-corbic diagonal 31 # 36 a sur 80 medellin colombia lead implanted (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).